Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl. Customer treated their low blood glucose with food. The customer did not state whether the auto mode feature was active or not at the time of incident. The customer declined to troubleshoot for the low blood glucose incident. Customer did not alarm when customer had low blood glucose level. The current blood glucose was 51 mg/dl. The insulin pump will not be returned for analysis.